Manufacturer narrative:
Batch review performed on 29 may 2026 lot 2531150: (B)(4) items manufactured and released on 12-dec-2025. Expiration date: 2030-nov-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Considering the semifinished lot (mat82418) of the device involved in this complaint, (B)(4) items were manufactured and released 23-july-2025. To date, four similar events have been reported on the same semifinished lot during the period of review. Root cause: based on the information available, no definitive root cause can be established, while the device history record review does not indicate any potential manufacturing-related issue. Although it cannot be confirmed, the conditions of surgical variation and intraoperative factors (e.g., bone quality, drilling angle, bending/redirection, axial or torsional forces, surgical handling) likely resulted in the applied forces exceeding the inherent limitations of the device resistance as constrained by the collective design inputs.

Event description:
The k-wire d 2.5 x 200mm broke and was left inside the patient. Patient`s bone quality reported to be normal.